Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (01/21/2015). The patient¿s meter, test strips #3656708, and test strips #3566016 have been returned on 12/23/2014 and 1/12/2015, respectively, and evaluated by lifescan product analysis on 1/10/2015 and 1/21/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips #3656708 involved with this complaint passed testing. The test strips #3656708 were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the returned test strip vial's lid beak was found to be broken. In addition, a tertiary issue was noted when the test strip vial was found to be contaminated with an unknown substance. The test strips #3566016 passed all testing with no faults found. The test strips #3566016 were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strip vial was found to be contaminated with an unknown substance. In addition, a tertiary issue was noted when the test strips #3566016 were found to be contaminated with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Correction to incident description: on (B)(6) 2014 the reporter contacted lifescan (lfs) (B)(4) on behalf of a patient alleging that the patient¿s onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient¿s guardian reported that the alleged inaccuracy began at 10:45pm on (B)(6) 2014. At this time the patient obtained a blood glucose result of ¿230mg/dl¿ on the subject meter and ¿170mg/dl¿ on a ¿freestyle optium¿ meter, performed within 30 minutes of one another. The patient regulates their diabetes by self-adjusting their insulin intake, and they had not made any changes to their routine prior to the alleged inaccuracy. It was noted that the patient did not develop any symptoms as a result of the product issue; however the patient¿s guardian administered ¿more than 10%¿ basal insulin at 10:45pm in response to the high subject meter reading. At the time of troubleshooting, the csr noted that the reporter did not have control solution available to test the subject meter. The unit of measure was set correctly, and the products were requested back for evaluation. Replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.